Manufacturer narrative:
Immucor tested retention capture-r ready-screen 3 lot number e344 (expiry august 20, 2019) and product performed as expected. No product defect was identified. On june 13, 2019 immucor technical support used a remote electronic connection method to assess files on the customer's gallieo echo v2.0 instrument; no errors were found in the error log. (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative result with capture-r ready-screen 3 on the echo v2.0 instrument.